Event description:
Initial magnesium result of 1.3 mg/dl was repeated and recovered 2.8 mg/dl. Incorrect result was not used to provide pt treatment. Field service rep ran a performance check test and ran the same sample (5 times) which was run earlier by the account, but could not duplicate the problem.